Manufacturer narrative:
(B) (4)

Event description:
According to the report: the device was sparking inside the handle in the area of the surgeon's hand. Both surgeon and patient were not hurt during the case. The surgeon continued using the device to complete the procedure. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. Procedure: sils/lap chole.